Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the universal surgical manipulators (usms) 1 and 3 moved by themselves and the surgeon reported that the camera fell. The caller was unable to provide additional information. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted drape errors on usm 3 and endoscope fault prior to starting the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the staff and found that the system worked fine without any faults on the universal surgical manipulators (usms). The system was working properly and no additional action was required as the issue was resolved.